Manufacturer narrative:
Physio-control further evaluated the removed memory pcb assembly and determined that it caused the device to be unable to complete the boot-up process. The removed system pcb assembly was an ancillary part and there was no failure of the assembly.

Manufacturer narrative:
(B)(4) . Physio-control evaluated the customer's device and was able to verify the reported issue. The main controller pcb and system/memory pcb assemblies were replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service indicator is present on their device. When attempting to power on the device and enter service mode, the device is locked up, they are unable to enter service mode and there is a service message on the display. There was no patient use associated with the reported issue.